Manufacturer narrative:
On august 23, 2021, mentor became aware that the catalog provided for left side is not for an implant and it is a leiden manufacturer no clarification can be performed as per no contact information is provided. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Hence, no further reporting on this event is required. The information has been updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The lot number provided does not correspond to a finished mentor device, therefore, no manufacturing record evaluation review could be performed. The lot number of the complaint device cannot be verified as the information provided came from the patient. However, the catalog number provided is 3503251bc and corresponds to a 325cc mentor memorygel breast implant. Reason for device explant and/or reoperation: not applicable manufacturer¿s reference number: (B)(4).

Event description:
It was reported in report mw5088829 that a female patient underwent a breast augmentation with an 325cc mentor memorygel breast implant and experienced postoperative symptoms. The patient¿s symptoms included: migraines, pain, tingling, numb sensations in their hands, joint pain, fatigue, sensitivity issues, and constant tightness and heaviness in their chest. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the patient¿s left-sided device.